Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, on the morning following implant, the patient was pretty loose, a little somnolent, and too sleepy. The patient¿s dose had been started at 100mcg/day and the physician wanted to drop it to 50mcg/day, but couldn¿t at the current concentration. The physician decided to dilute the concentration from 2000mcg/ml to 1000mcg/ml and make the change to 50mcg/day. Following the change, a bridge bolus was programmed which would last 198 hours. It was indicated that the physician may have performed a procedure to remove the system contents later in the afternoon of report. It was noted that the patient had been admitted to the hospital and the physician wanted to start the patient on rehabilitation right away, but she was too loose at the time. It was reported that the physician was not sure if the symptoms were being caused by the intrathecal baclofen dose because the patient was also on ¿too much¿ of another unrelated medication and had still been taking oral baclofen, though the physician had stopped it around the time of report. The device system was used to deliver gablofen.

Event description:
Additional information was received. It was reported that the cause of the event was a medication overdose that was unrelated to the pump. The patient had overdosed on oral medications due to an error in prescribing the medications. The patient exhibited symptoms of oversedation and confusion. There was no patient injury and it was stated that the patient had already been in the hospital at the time of the event. Fifteen days later, it was reported that the device system was used to deliver lioresal; the drug was initially, incorrectly, reported as being gablofen.